Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The lead had been cut through 10.5 cm distal of the is-1 connector pin, probably with a scalpel. The analysis of the lead fragment showed damage to the lead body about 2.5 cm distal of the hv-1 connector exit. Traces of an electrical sparkover could be seen at the kinking protection coil of the hv-1 connector. This damage manifestation indicates significant mechanical stress during the operating time. A strongly kinked position of the lead body in the pocket area of the ICD, which could be confirmed by analyzing the returned x-ray images, has with high probability led to this damage.

Event description:
Ous MDR - after an implantation time of 17 days, it was reported that the patient experiences syncope in the doctor's office on (B)(6) . A heart-pressure massage was initiated immediately, and after 2 minutes, the patient was externally defibrillated. The patient was responsive again a short time later and was admitted to the intensive-care ward. It was reported that the ICD could no longer be interrogated there. The ICD and the lead were explanted on (B)(6) . The ICD was returned to biotronik for analysis.

Manufacturer narrative:
(B)(6) 2018. Corrected the implant and manufacture dates.